Event description:
Reported that disposable infusion set had separated; a piece of the tubing that has a hub appeared to have become unglued at its junction and fell off. The patient, who has a cancer diagnosis, required increased laboratory monitoring and had blood loss requiring at least one unit of blood replacement because of this event. The patient was discharged from the hospital after this event. Set received was visually inspected for incomplete bonding engagements or holes in the tubing. It was noted that the luer cap was not returned with sample, and the female luer was completely separated from the y-body. Microscopic examination did not reveal any damage to the y-body; it appears to be a clean separation. Investigation is on-going; component has been forwarded to manufacturing quality for further investigation. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Manufacturer's report date: 10/22/2008. Patient information requested and all available information is included. This report was filed by the manufacturer.